Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 417mg/dl with blurred vision, extreme thirst and dehydration. The patient reportedly did not test for ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. It was noted that the pump is not being returned and the patient remained on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia due the training misuse error as the patient reportedly exceeded the daily limits.